Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06046. It was reported the pt was experiencing pocket heating while charging. The pt then stopped charging and using her system, but did not inform anyone at the time. The ipg is believed to the past the point of recharge due to the prolonged period without recharging. The pt was requested to have her ipg replaced with a non-rechargeable ipg. Follow-up indicates the pt had her rechargeable ipg replaced on (B)(6) 2013 with a non-rechargeable ipg.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.